Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hosp perfusionist, that the pt experienced a hemorrhagic stroke after being discharged home and has expired.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.